Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 14mm pulmonary valved conduit, it was explanted and replaced with a 16mm valve of the same model due to a right ventricular outflow tract (rvot) aneurysm. It was reported "the aneurysm was a true aneurysm with no suture line rupture." Right ventricular outflow tract (rvot) stenosis was reported. No additional adverse patient effects were reported.